Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Customer reported that her blood glucose level went from 102 mg/dl to 275 mg/dl within a few hours without eating. Customer reported treating with manual injections. Blood glucose level at the time of the call was 260 mg/dl. The customer was advised that the sets and reservoirs would be replaced but did not return the products for analysis.